Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial (ra) lead was revised due to high impedances and low sensing measurements. High thresholds were also noted. The physician repositioned the lead in an apical position with good measurements. No adverse patient effects were reported. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.